Event description:
During a trans-radial coronary intervention treatment procedure involving a calcified and 99% stenotic lesion in the distal portion of a tortuous rca, the maverick2 monorail was suspected to have ruptured at 5 atm's on the initial inflation during pre-dilatation. It is noted that some resistance was felt with insertion of the device. Extrusion of dye into the vessel downstream from the balloon was noted. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with a crosssail catheter to complete the procedure. A 6f medikit introducer sheath, a neo's guidewire (size unknown), a mach1 guide catheter (size unknown) and an encore inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.